Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the black box indicated data starting on (B)(6) 2017. Due to continuous use of the pump, the black box data and pump histories from (B)(6) 2015 were unavailable for review. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During investigation, the piston cap was stuck in the cartridge compartment and the rewind step could not be completed. Due to this issue, investigation for the original complaint could not be adequately completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 523 mg/dl with extreme drowsiness, polydipsia, polyuria, nausea and shortness of breath associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and received phone advice from their clinical team regarding treatment. During troubleshooting with customer technical support, it was revealed that the patient had made changes to their basal rates and insulin to carbohydrate ratio and they were incorrectly programmed. It was also revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and the prime menu accessed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.